Manufacturer narrative:
See h1 updated to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating they are not aware of a pocket revision on this patient. They did a pump replacement last year for eri. Further follow up they would do with the doctor. The issue is resolved as they followed up with the patient. Patient called patient services and was helped. They would confirm the pocket revision and see if this is correct.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot/serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported having problems charging the implanted neurostimulator. Patient stated maybe a month ago they noticed they were having a harder time connecting the recharger to the implant and it took 15-20 minutes to get it to connect. Patient described what most likely was poor recharge quality. Patient finally found a good spot to charge and did not move for an hour and was able to charge the stimulator. Last night when patient was trying to recharge the stimulator the patient noticed the controller battery would go from 70% to 20% and the implant only went up to 60% and never went past 70%. Patient confirmed the implant was not dead when they started charging. Patient inspected the recharging cord and connector pins but did not notice any visible damage. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Patient mentioned they had a pocket revision done and it got better but it has always been a little bit difficult to charge the implant since they got it.